Event description:
It was reported that a user experienced hyperglycemia with a fingerstick-confirmed blood glucose of 276 mg/dl while the ilet pump display showed 237 mg/dl; the user had recently eaten and was calibrating the system while using a dexcom g7, with a plan to monitor and follow up to ensure glucose decreased. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, alarms, or alerts, and no hospitalization. Investigation included user guidance and troubleshooting education with monitoring. Investigation of this case revealed no device malfunction reported and no alerts, with postprandial hyperglycemia as the likely context, and sensor-to-pump value discrepancy addressed by calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.